Event description:
Caller reported a malfunction on the pump, specifically a malfunction code 3 was displayed and could not be reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. In response, technical support (cts) arranged for a replacement pump to be sent to the customer, who was advised to use a backup insulin pump to maintain insulin delivery. Cts provided instructions for putting the malfunctioning pump into storage mode before returning it and advised on steps to take upon receiving the replacement pump. The customer acknowledged and understood all instructions.